Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.00/6.0/089 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 excessive vault was observed, patient was assessed with angle closure with elevated iop (50 mmhg) on (B)(6) 2018 the lens was explanted. Surgeon plans to implant another icl lens in (B)(6) 2018. Explant resolved the problem.

Manufacturer narrative:
Corrected data: corrected to: "adverse event" in the initial MDR. Corrected to: "required intervention to prevent permanent impairment/damage (devices)" in the initial MDR. Additional data: device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens surface. Dimensional inspection found lens within specification. (B)(4).